Manufacturer narrative:
The patient's exact age was not reported, however, the patient was reported to be over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4).

Event description:
It was reported to boston scientific corporation on august 04, 2020 that a wallflex biliary rx fully covered rmv stent was implanted in the common bile duct during a stent placement procedure performed sometime in february or early march. According to the complainant, on (B)(6) 2020, during a scheduled stent removal procedure, it was noted that the stent slightly migrated, the stent was deformed, and the middle of the stent was kinked. There was difficulty in removing the stent. A foreign body hood protector was used to help remove the stent without damage to the patient or scope. The physician attempted to straighten the stent using a hurricane balloon via dilation and the stent was able to be removed with raptor forceps. Reportedly, the stricture was resolved at the time of the migration. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Photographs provided by the complainant of the device after removal show the stent struts at the proximal end of the stent bent and stretched. The stent was kinked in the middle of the stent.